Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test. Unit received with cracked retainer, pillowing keypad overlay, minor scratches on case, cracked keypad overlay and broken belt clip rails. No damage on retainer ring noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the clip rail of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.